Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was reached 490 mg/dl. Customer treated their blood glucose with insulin pens. It was also found the customer was feeling nauseous from their high blood glucose. Customer's blood glucose was 165 mg/dl at the time of the call. The customer declined to troubleshoot any further and requested a replacement insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.